Manufacturer narrative:
The device has not been received for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that blood glucose (bg) reached 401 mg/dl while wearing the pod between 24 and 36 hours. The customer went to the emergency room (ER) and was released 3-4 hours later. Hyperglycemia treated at hospital with IV drip.